Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted on (B)(6) 2013; 305u229 tissue valve, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and hit the patient¿s face. The patient reported to the emergency room (ER) with bruises. The device was interrogated and the right ventricular (rv) lead had cross channel atrial oversensing on the rv channel. The lead had oversensing of noise seen on monitored episodes. The lead had high undefined impedance. The lead was suspect of a fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.